Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user needed to be walked through to connect to new dexcom g7 sensor. The patient was walked through a full supply change and was experiencing a hyperglycemic of event of 466 mg/dl blood glucose (bg). The agent called the user back and confirmed bg was dropping, 240 mg/dl. The patient experienced the elevated bg for approximately 3 hours but did not report any symptoms during the event.